Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-1608. It was reported the pt was no longer receiving effective stimulation. The pt previously suffered a fall. An sjm rep met with the pt and lead diagnostic tests showed invalid contacts. The pt underwent revision surgery to replace both leads with new ones.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.